Event description:
As reported, a 6f/7f mynxcontrol vascular closure device (vcd) was used during hemostasis, but the balloon ruptured while it was being pulled out. Another mynx (vcd) was used and the procedure was completed. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2531401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.